Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), h3: product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller won't power on when the recharger (rtm) is connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. It was reported that they are not able to charge the implant since last night. Caller stated they get the message batteries empty, cannot provide stimulation, recharge the implanted device. Caller added that when they plug the recharger into the controller, nothing happens and resetting the controller did not resolve the issue. Caller confirmed the controller is 100% charged and the implanted neurostimulator is empty. Patient service specialist walked caller through resetting the controller. After resetting, the controller displayed memory problem, data has been lost, repeat the set up process. Caller was able to update the date/time on the controller. Caller then connected the recharger to the controller and saw battery empty, cannot provide stimulation again (agent had pt unplug and try again twice). Caller denied any visible damage to the controller port or the recharger and all pins are shiny/ recharger fits snug into the controller. Agent recommended pt can call back if replacement recharger does not resolve the issue. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.